Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose at the time of the event was 400 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. It was unknown if the auto mode was not activated at the time of the event. It was unknown if the customer had been using the insulin pump within 48 hours of the event. Customer also reported that they receive change sensor and sensor updating alert. No further patient complications were reported. Troubleshooting was not performed. The product will not be returned for analysis.